Event description:
Customer complained about the insulin pump alarming weak battery. Customer stated that the battery life has been shortened. Customer stated that he changed two times in 10 days. Customer using the recommended battery type. Blood glucose 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected weak battery alarm noted. Device received with cracked display window corner, reservoir tube lip, scratched lcd window.